Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the trigger of the battery handpiece/modular device was released, it did not stop turning. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed which found that the device failed the leakage test and the proper function of the triggers. It was further determined that the triggers were sticky. During service/ repair, it was determined that the trigger components were worn. It was further observed that other components were worn and had some debris on them. The assignable root cause was determined to be due to normal wear out from use. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.